Event description:
End user reported she developed skin irritation about a week after her surgery and maintaining a seal was difficult.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end-user is being followed by ostomy nurses and the area is being treated with nystatin and (B)(4). She reports it has improved and is now a very small area. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.